Event description:
Caller reported a minimum fill notification, which did not adversely impact the customer's blood glucose level. The caller attempted to load a new cartridge, facing issues as the usable insulin in the cartridge was insufficient. After being educated by technical support on minimum fill recommendations, the caller added more insulin to the cartridge. Following this guidance, the caller successfully completed the loading process and resumed insulin delivery.